Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer stated that the screen was scroll wrapping though units rapidly when trying to bolus. Blood glucose value is 230 mg/dl. Nothing further reported.